Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR. Synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 47.6cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination found that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of hypotube shaft identified a break at 47.6m distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft were also identified. Bumper tip showed signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon burst within a stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon burst within a stent. There were no patient complications nor injuries reported.